Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged abnormal heart rhythm while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected for product problem. (Both the product problem and adverse event was checked in the previous MDR.) Section b2 was corrected to blank . (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to mal function. Section h6 health effects: impact code was updated.